Manufacturer narrative:
(B)(4)

Event description:
New information received from the customer stating the system presented with poor phacoemulsification during the surgery.

Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the event occurred during surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a system presented with poor efficiency and poor aspiration. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The ultrasound (u/s) (printed circuit board assembly (pcba), the ultrasound handpiece cable assembly, and fluidics module were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported events can be attributed to the non-conforming u/s pcba, u/s h/p cable assembly, and fluidics module. However, how the u/s pcba, u/s h/p cable assembly, and fluidics module became non-conforming remains inconclusive. (B)(4).